Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the contacts were out and the patient didn't feel stimulation. The manufacturer representative met with the patient to work on reprogramming. The impedances were checked and it was noted that 8 and 9 were above 10,000 ohms. The manufacturer representative was able to program around this and did not use 8 or 9 at all. The manufacturer representative only used 0 and 1 contacts for reprogramming. There were no environmental factors that may have led to or contributed to the issue. The issue was resolved at the time of the report. There were no further complications reported or anticipated.